Event description:
On (B)(6) 2012, the patient was treated for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. The patient anatomy was outside of IFU secondary to thrombus and taper. During the procedure the physician advanced a gore dryseal sheath on the right side and felt mild resistance. Angioplasty of the proximal right common was performed without incident. Upon withdrawal of the gore dryseal sheath resistance was noted. The wire and sheath were withdrawn together. After removal of the gore dryseal sheath a precipitous drop on blood pressure was noted. Attempts were made to gain proximal control, but were unsuccessful endovascularly. The patient continued to become unstable. A right retroperitoneal incision was made and the surgeon was able to gain manual control of the bleeding. The patient's blood pressure stabilized. A tear in the external iliac artery was noted just distal to the take-off of the internal iliac. This was repaired with sutures. Wire access to the right common iliac was obtained and the trunk was extended into the external iliac with a gore excluder aaa endoprosthesis contralateral leg component, and then a (B)(4) gore viabahn endoprosthesis both to reinforce this area. The completion angio revealed no extravasation of contrast, as well as exclusion of the right internal iliac. The patient was stable at the end of the case.